Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a manufacturer's representative stated that the patient did not have the device explanted as scheduled. No other information was given, if additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the stimulation from their device hadn't been hitting the pain point in their back and they thought it was because the leads didn't seem to be high up enough in their back. No further issues were noted or anticipated.

Manufacturer narrative:
Additional information received from the patient reported that the stimulation from their device hadn't been hitting the pain point in their back and they thought it was because the leads didn't seem to be high up enough in their back. No further issues were noted or anticipated. And the (B)(4) malposition of device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their stimulator had been removed (B)(6)2017 and they did not receive another implant. No further issues were noted or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported that the patient's device never worked and was ineffective. The patient tried leaving the device off for a few days to see if maybe it actually did work but the patient decided they wanted it explanted so a surgery was scheduled for (B)(6) 2017. It was noted that the patient opted to leave the leads in just incase they changed their mind about the therapy in the future. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the device was taken out and was not working. Additionally, the patient got medicated pain cream.